Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input incorrect time segments for basal rate settings. Tandem technical support assisted the customer with correcting the time settings after the customer consulted with a healthcare professional.